Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012 during which the surgeon noted dense adhesions with two areas of the small bowel adherent to the mesh in the upper mid abdomen and the gallbladder chronically inflamed. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted adhesions between the bowel and mesh from previous surgeries and a foot segment of small bowel that as gnarled. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022.

Manufacturer narrative:
Date sent to the FDA: 10/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.